Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was being used as an accessory device after an endurant stent graft system was implanted in a patient for the endo vascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that after implanting the endurant, touch up was attempted to be performed using the reliant balloon. The balloon was inflated in the proximal end of the bifurcated stent graft and while it expanded the stent outward the balloon ruptured. It was confirmed that the balloon did not interfere with a suprarenal stent and it did not expand the stent outwards too much forcefully. As there was only a competitor's balloon catheter at procedure available, the procedure was completed using the competitor's balloon catheter. Per the physician the cause of the event was device related. No clinical sequelae were reported and the patient is fine.